Manufacturer narrative:
A specific root cause could not be identified as no customer material was received. No investigation or retention testing could not be performed as the strip lot number was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t result from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a device sold in the united states. The result was positive (no specific data was provided) and was reported to the patient and/or medical personnel treating the patient. As the site is a rural hospital, when a troponin t is positive the patient is sent by ambulance to the city hospital. When the patient arrived at the city hospital, the patient was tested for troponin t with an unknown lab analyzer and the result for three separate samples was negative (no specific data was provided). The patient was not adversely affected. The customer mentioned that this event was the third false positive event. The suspect strips and meter were requested to be returned for investigation.